Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert code 38 indicating a motor stall during a supply change, and multiple restarts did not resolve the malfunction; blood glucose was reported as 130 mg/dl and not affected, and a replacement device was provided with education on syncing data, shutdown, and return procedure. Symptoms included no reported adverse clinical effects. Outcomes included no impact to the user¿s health and no medical intervention or hospitalization. Investigation included technical troubleshooting, user education, and device replacement with return logistics. Investigation of this device revealed a pump motor stall consistent with an internal mechanical malfunction of the pump motor/drive component. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction.